Event description:
On (B)(6) 2010 a company representative reported the patient had been hospitalized due to an infusion site infection and elevated blood glucose of over 300 mg/dl. The company representative stated she did not know the exact date of hospitalization, but knows the patient is at home now and is taking an antibiotic. She believes the patient's blood glucose level has lowered to 179 mg/dl. Further attempts to reach the patient were unsuccessful. No product was requested to be returned for evaluation.